Event description:
Additional information was received that the patient had been admitted for gastrointestinal (gi) bleeding on (B)(6) 2023. The patient received blood transfusions, octreotide, protonix (pantoprazole), IV iron, and digoxin. All anticoagulation was stopped as gi bleeding and hospitalizations were greatly decreasing the patient's quality of life.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of suspected pump thrombosis could not be confirmed as heartmate (hm) 3 left ventricular assist system (lvas), serial number: (B)(6), was not returned for evaluation; however, review of the submitted log files confirmed the reported low flow events. A specific cause for these events, as well as a direct correlation to the reported stroke, could not be conclusively determined through this evaluation. Additionally, a direct correlation between the device and the reported event of gastrointestinal (gi) bleeding, as well as the reported patient outcome, could not be conclusively established. The submitted controller event log file contained events captured between 05:10:59 and 10:31:00 on 06jun2023. Intermittent low flow hazard alarms were captured between 05:46:58 and 07:27:31. One of these alarms was associated with estimated flow decreasing to as low as 0 liters per minute (lpm). Starting at 07:28:13, an additional low flow hazard was captured. This alarm remained active until the driveline was disconnected at 09:06:46. Estimated flow decreased to as low as 0 lpm while this alarm was active. The driveline was reconnected shortly after and an additional low flow hazard was captured. This alarm remained active until 09:47:12 when the driveline was disconnected again. The driveline appeared to be disconnected for the remaining duration of the file. The account noted that the captured driveline disconnects were caused by emergency medical services. No other notable events or alarms were captured. The pump appeared to operate as intended at the set speed while the driveline was connected. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists pump thrombosis, stroke, bleeding and death as adverse events that may be associated with the use of the heartmate 3 lvas. This IFU also provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications in the event that there is a risk of bleeding. Additionally, section 1 addresses all pump parameters. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms and explains that changes in patient condition can result in low flow. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provides information on all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was found deceased at home and was brought to the emergency department (ed). A low flow alarm was noted around 6:00 am and another at 7:00 am. The 7:00 am low flow alarm had zero flow. The patient had been off anticoagulation due to a gastrointestinal (gi) bleed. It was thought that the patient had a clot in their pump that caused a massive stroke. The flow was restored, likely during the stroke, and then went back to zero likely at the true time of death. Log files confirmed low flow events starting on (B)(6) 2023 at 5:46 am through 7:27 am with flows noted as low as 1.8 liters per minute (lpm). After this time, the low flow events became more frequent and constant with flow noted below 2.0 lpm for several minutes and then below 1.0 lpm until the driveline was disconnected at (B)(6) 2023 at 9:06 am. The driveline was reconnected at 9:07 am with the same low flow below 1.0 lpm or at zero until the driveline was disconnected again at 9:47 am. It was noted that the driveline disconnects were due to emergency medical services (ems).